Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump detected that the cartridge is empty and all deliveries have stopped. In this case the pump alarms will re-notify every 3 minutes until the alarm is cleared, the cause of the alarm is addressed and then insulin delivery is manually resumed.

Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to their blood glucose (bg) going "high"; although specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.